Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected ipg reached end of life due to inability to keep charge for acceptable length of time. The patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo ipg replacement.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo ipg replacement.